Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy while being hospitalized for an unrelated condition. It was not reported if the peritonitis event prolonged the hospitalization. The nurse reported that the patient had constipation while in the hospital. As a result, the cause of peritonitis was determined to be due to an organism from the patient's bowel. The patient was treated for three weeks with unspecified antibiotics (route, dose and frequency not reported). The patient was hospitalized for eight days before being released. At the time of this report, the patient was fully recovered from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13d30012 and h13e13023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).